Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since yesterday they have been having terrible stomach pain in the hole of their bra area all the way down. The patient said that their medtronic representative, (B)(6), helped them increase the stimulation to 1.0 last night, and the pain went away, but then the pain started to come back. The agent asked the patient if the pain was related to the stimulation sensation from the therapy, and the patient said that they haven't had any accidents or peeing, haven't urinated since yesterday and haven't had a bowel movement for a couple of days now. The patient mentioned that they had retention before the implant and had to go to the doctor's office immediately because they had a catheter and all of their urine was backed up into their system. The agent reviewed therapy information and general programming guidance with the patient. During the call, the agent walked the patient through connecting to their settings, and the patient was able to decrease their stimulation to a comfortable level. The patient also mentioned that their pain was getting better, but then the pain came back. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to hcp.